Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a reader position issue with no telemetry observed between the remote monitor and the implantable cardiac monitor, and the monitor was not sending daily wireless audit. Troubleshooting steps included verifying the patient was putting the reader in the right zone, power cycling the monitor, and attempting to use a cloth to improve connection; however, no green bar was observed. The patient management database confirmed that the remote monitor did not have any successful daily wireless audit since the date of the call. The patient was referred to a clinic. No patient complications have been reported as a result of this event.